Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced product damage/deformation with the device still operable. Product defect was noticed during use. The following information was provided by the initial reporter: during puncturing, blood leaked from the hole in the side of the needle. Customer requested to investigate about hole in the catheter.

Manufacturer narrative:
H.6. Investigation summary: received one used iag bc 24ga catheter/adapter assembly with an opened package from the material number 381012; lot number 9049548. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Six photos were also submitted for review: photo 1 displayed a 24 ga catheter/adapter assembly, package with label side up and a plastic bag. Bodily fluids were present in the sample. Photo 2 and 3 displayed a closeup view of a 24ga catheter/adapter being held. Photo 4,5,6 displayed a closeup view nose of the catheter/adapter and catheter tubing. Visual/microscopic evaluation: slit/cut in the catheter above the nose of the adapter. Water/air leak test: the catheter/adapter assembly leaked during the water leak test through the cut/slit that was observed. Photos: based on the evaluation of the submitted photos; did not reveal any of visible anomalies or damage that would contribute to the alleged defect. The defect was identified and confirmed with the returned used catheter/adapter assembly. Conclusion: manufacturing station 5.51.1 the catheter/adapter is lowered (loaded) to the needle/grip assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75 in (0.7 x 19 mm) insyte autoguard bc experienced product damage/deformation with the device still operable. Product defect was noticed during use. The following information was provided by the initial reporter: during puncturing, blood leaked from the hole in the side of the needle. Customer requested to investigate about hole in the catheter.